Event description:
A prolieve thermodilitation rectal temperature monitor (rtm) was used during a benign prostatic hyperplasia (bph) procedures in 2008. According to the complainant, the rtm was giving faulty readings and the temperature dropped in the first five minutes of the procedure. Then the temperature spiked up. The procedure was completed with another rtm device. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".

Manufacturer narrative:
The device has not been returned, therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.